Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, due to multiple uterine fibroids, the patient underwent total vaginal hysterectomy, left fallopian tube resection and posterior vaginal wall repair, the patient was sutured with synthetic absorbable surgical suture and it caused suture line reaction. The patient was reexamined and the synthetic absorbable surgical suture was exposed about five centimeter, a small amount of vaginal bleeding and fluid flow was observed. The doctor took out the suture line and gave the patient oral antibiotic tablets for anti-inflammation. After two days, the above adverse reaction symptoms of the patient improved. The patient had incurred serious injury.